Event description:
The surgeon used a smooth k-wire and as the screw approached the cortex; the distal cutting tips (3) all broke off. (Bunionectomy w/osteotomy procedure). All pieces recovered - 4 pieces total.